Event description:
A cranial surgery for a biopsy, for diagnostic purposes only, of a lesion located at right cerebellum peduncle in the brain, at depth of 4 cm, with a size of 5 mm, has been performed with the aid of the brainlab cranial navigation version 3.1.5 (on (B)(6) 2023). A pre-operative MRI scan was acquired about 1,5 months prior to the surgery, to use with navigation. Another MRI scan, acquired about 2 weeks prior to the surgery, was fused to this MRI scan, the fusion was verified and considered acceptable, and a trajectory was planned. During the procedure the surgeon: positioned the patient prone/lateral (right side up semi lateral) with the head right side up in a non-brainlab head holder, and attached the patient reference array for navigation to the head holder. Performed the patient registration (several attempts) on the pre-operative MRI by acquiring registration points with the softouch and z-touch on the patient head's skin, to match the display of the navigation to the current patient anatomy, verified the accuracy, and (finally) accepted a registration to proceed (initial registration attempts were determined not accurate, and also for the finally accepted registration, a deviation of "a couple mm" was noted but the registration determined acceptable to proceed nonetheless). Draped the patient and exchanged the reference array for a sterile one. Adjusted the pre-planned trajectory's entry point using the navigated pointer to match the incision/burr hole from a previous surgery. Verified accuracy and determined it acceptable (being aware of the previously observed deviation). Aligned the navigated varioguide to the planned trajectory (set the depth and used the stopper). Moved the varioguide away, created the skin incision on the spot that showed the incision from the previous surgery, and drilled the burr hole with a non-navigated non-brainlab drill and bit. Relocated the varioguide to the planned trajectory, and passed the navigated biopsy needle through the aligned varioguide following the displayed trajectory to the displayed target, and took four biopsy samples (in four quadrants with suction). Withdrew the navigated biopsy needle by 1 cm and took another four biopsy samples superficially. Sent biopsy samples to pathology. Completed the surgery and closed the patient. The surgeon detected in the post-operative MRI scan that the biopsy needle path deviated in the target point (9 mm too deep and medial) and had entered the brainstem. According to the hospital/surgeon: the outcome of the surgery was not successful (brainstem had been entered during the first pass of the biopsy needle due to the deviation in depth; abnormal material was found but it is unknown yet if the desired diagnostic sample has been obtained). There is harm to the patient: cranial nerve deficit, in detail facial weakness and numbness on the right side (numbness permanent, weakness potentially permanent), and tinnitus (has dulled since the surgery). There was no prolonged surgery/anesthesia time due to this issue. It is unknown at this point of time if further medical/surgical remedial actions are necessary (if a 3rd biopsy is needed). The patient does not require a prolonged hospital stay due to this specific issue (has been in hospital for a long time, unrelated to this biopsy).

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a biopsy was performed in another location in the brain than anticipated, with the brainlab device involved, and there was a negative effect to the patient (cranial nerve deficit), although/and according to the surgeon: the outcome of the surgery was not successful (brainstem had been entered during the first pass of the biopsy needle due to the deviation in depth; abnormal material was found but it is unknown yet if the desired diagnostic sample has been obtained). There is harm to the patient: cranial nerve deficit, in detail facial weakness and numbness on the right side (numbness permanent, weakness potentially permanent), and tinnitus (has dulled since the surgery). There was no prolonged surgery/anesthesia time due to this issue. It is unknown at this point of time if further medical/surgical remedial actions necessary (if a 3rd biopsy is needed). The patient does not require a prolonged hospital stay due to this specific issue (has been in hospital for a long time, unrelated to this biopsy). According to the results of the brainlab technical investigation and the information provided by the hospital, it can be concluded that the main root cause for the deviation of the biopsy needle path (9 mm too deep and medial) from the planned/intended location is: an insufficient distribution of points acquired by the user for the patient anatomy registration to navigation, not following brainlab recommendations. The points were not distributed on the required distinctive surfaces, i.e. Entire profile of the nose, around the eyes, both sides of the head. Most registration points were acquired only on indistinct rounded areas around the region of interest, which should be avoided, and not distributed widely enough. This caused the cranial navigation software to not find an as accurate match in the region of interest as desired for this specific procedure in between the preoperative image dataset and the actual patient anatomy. Further contributing factors: camera movement after registration and during varioguide setup: the camera was moved up to 45 degrees after registration, which is not recommended, since geometry of the marker spheres and arrays to the camera can change and reflections can be introduced. If instrument geometry is not recognized correctly by the system, deviations of the display of the instruments on the registered scan in the navigation can result. It is recommended to select an initial camera position that will work throughout the entire case including registration, navigation and biopsy. Brain shift likely has occurred in the timeframe between acquisition of the data set used for registration/navigation and the surgery date. A change in anatomy is already visible between the fused MRI scans used for this surgery. Further, another biopsy procedure had been performed in this timeframe, and biopsy path and tissue removal performed then might have further contributed to the brain shift. Apparently, the resulting deviation of the navigation display was not recognized (in full extent) by the user with the required user verification of the registration accuracy (after registration, after draping, and throughout the procedure), before tissue samples were collected. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.